Manufacturer narrative:
The sureform stapler 60 instrument was analyzed and found to have a torn wrist cover at the distal end, approximately 0.418" x 0.15" in size, with a missing piece approximately 0.111" x 0.073" in size. The complaint was confirmed based on failure analysis. Isi received a picture related to the alleged complaint. A review of the picture was conducted and the following additional information was provided: while we can visually confirm that wrist cover damage has occurred, we cannot say with certainty if material is missing from the photo alone.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An isi advanced failure analysis (afa) engineer performed a review of the logs for the sureform 60 stapler associated with this event. The logs showed that the sureform 60 stapler was installed on the system four times and fired with two blue reloads. On the first installation, a white reload was used but the clamp attempt was incomplete. The clamp attempt stopped at 90% completion. No firing was attempted. On the second installation, the user was prompted to manually select the reload color, due to firing issues on the previous install. The blue reload was selected, and the first clamp was successful. The firing was completed with one pause for compression. On the third installation, a white reload was loaded, and the only two clamp attempts were incomplete, stopping at ~61% and ~65%, respectively. No firing was attempted. On the final installation, the user was prompted to manually select the reload color, due to not firing on the previous install. The blue reload was selected, and the first two clamps were successful. The firing was completed with one pause for compression. There were no incomplete unclamps. The instrument was then removed and not used in the procedure again. There were no errors pertaining to this stapler in the logs. Isi received a picture related to the alleged complaint. A review of the picture was conducted by the clinical development engineer (cde). The cde could visually confirm that wrist cover damage occurred but could not say with certainty if material was missing from the photos alone.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a piece from the rubber cover of the sureform 60 stapler instrument was missing. The customer noticed that the piece from the rubber cover of the instrument wrist was missing after the procedure was completed. The customer did not perform x-ray or other post-operative tests since the rubber piece would not show on x-ray. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. Dr. Okolica used the sureform 60 stapler instrument during a sleeve gastrectomy procedure on (B)(6) 2023. The sureform 60 stapler was inspected prior to use and no damage was identified. The surgical staff had difficulty removing the instrument. The surgical staff felt resistance when removing the sureform 60 stapler. During removal, the rubber piece broke. The customer believed the bent joint contributed to the issue. It appeared that a rubber piece was missing but was not completely sure. X-ray was not done as it would not show the rubber piece. The surgeon reviewed the area and did not see anything. The procedure was completed robotically with another sureform 60 stapler. There was no patient impact. The patient has not returned to the hospital due to experiencing any post-surgical complications. The patient had their normal post-operative appointment with no issue. The instrument will be returned. Photos of the sureform 60 stapler were available. The patient demographic information was obtained.